Event description:
Post labral repair it was reported that on disengagement and removal of bioraptor knotless inserter from the anchor and joint, metal tip snapped off and remained inside the anchor. It is not loose and floating round the joint, it is still inside the anchor which is in place for labral repair. The patient has returned to the hospital a couple of years later following an MRI which shows this small piece of metal that has been left in her hip. The report states that there were no reported patient injuries or complications. There were two lot numbers identified: 50354102 & 50369626 however user facility did not confirm which lot was affected.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).